Event description:
The customer alleged the 840 stopped cycling while in use on a pt. They stated the pt was unharmed and uninjured by the event. The nellcor puritan bennnet customer support engineer (cse) inspected the device and could not duplicate the alleged event. However the cse did verify vent inop error codes in memory and replaced by analog pcb as the associated part.